Manufacturer narrative:
This rv lead has been returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements. Surgical intervention was performed and during an attempt to reposition lead, the helix took over 100 turns to retract. The stylet would also not remove properly. The physician was eventually able to remove and replace the rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix neck area. The stylet was also returned stuck in the lead body. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil was stretched/fractured approximately five centimeters from the tip end. Analysis was able to confirm the helix rotation and stuck stylet allegations. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Analysis was unable to confirm the original threshold allegation made against the lead.